Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor separation.